Manufacturer narrative:
The manufacturer received images and other source documents for review. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and a revision surgery has been scheduled to treat pain and instability.

Manufacturer narrative:
With additional information the item# was provided and an assessment showed that this device nor a same/similar device is approved in the us. Please invalidate this case from your system. Zimmer reference number of this file is (B)(4).